Manufacturer narrative:
Additional information/battery pack evaluation: device evaluation for battery pack sn (B)(4) is currently underway. The reported problem (will not power on a monitor) was confirmed. As received, the battery was unable to power on a monitor or charge. The battery was sent to the supplier for investigation. A supplemental report will be submitted upon the completion of the supplier evaluation. Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger/modem was unable to charge a test battery pack. Upon evaluation, the q1 current controlling transistor and the u13 processor were shorted on the bedside board. The cause of the inability to charge the battery packs is the shorted transistor. The root cause of the defective components cannot be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned battery charger sn (B)(4) and battery pack sn (B)(4) and reported that the charger was unable to charge a battery pack and the battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of charger/modem (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger/modem was unable to charge a test battery pack. Upon evaluation, the q1 current controlling transistor and the u13 processor were shorted on the bedside board. The cause of the inability to charge the battery packs is the shorted transistor. The root cause of the defective components cannot be positively identified.no adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger was not charging the battery packs.

Manufacturer narrative:
Device evaluation for battery pack sn (B)(4) has been completed. The reported problem (will not power on a monitor) was confirmed. As received, the battery was unable to power on a monitor or charge. Per the battery supplier, the battery pca was contaminated. The cause for the failure was the contaminated battery pca. The root cause for the contamination was the ingress of an unknown liquid.. No adverse event resulted from the defective battery pack. Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger/modem was unable to charge a test battery pack. Upon evaluation, the q1 current controlling transistor and the u13 processor were shorted on the bedside board. The cause of the inability to charge the battery packs is the shorted transistor. The root cause of the defective components cannot be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned battery charger sn (B)(4) and battery pack sn (B)(4) and reported that the charger was unable to charge a battery pack and the battery was unable to power on a monitor.